Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Cellulitis / stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The neurologist tells the psp nurse that the patient is in the hospital and wants to have tubes replaced. The psp nurse spoke with the hospital's gastroenterologist who has seen the patient and tells the psp nurse that the gastroenterologist has observed a cellulitis in the stoma area. The gastroenterologist indicates that he will keep the patient hospitalized with antibiotics until the tubes are replaced, initially scheduled for monday, on (B)(6). The gastroenterologist doesn't tell the psp nurse the name of the antibiotic because gastroenterologist hasn't prescribed anything yet. Gastroenterologist indicated that the psp nurse will carry the tubes on the day of the replacement. The psp nurse hopes that gastroenterologist will indicate the day and time for the replacement throughout the week.

Manufacturer narrative:
Additional information received on 14 oct 2025: it was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025, the patient experienced stoma site pain, mild suppuration, and peg tube was unable to be mobilized. On (B)(6) 2025, a gastroenterologist who had seen the patient and observed cellulitis in the stoma area and kept the patient hospitalized with unspecified intravenous antibiotics until the tubes are replaced. The tubes were removed and the patient was switched to oral medication. Additional information received on 14 oct 2025: the patient will need to close the previous stoma site due to the infection.